Event description:
It was reported to boston scientific corporation that an 80cm two-port through the peg jejunal feeding tube (j-tube) was used for the purpose of administering medication for advanced stage parkinson's disease. The device was placed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010 the device became kinked. During the time the tube was kinked the patient used oral levodopa-carbidopa. The physician used an "esophagogastroduodenoscopy to rectify the kinking." Currently the same device is in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fairly good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)